Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose level at night. The mother states the device has been alarming auto off, and having high glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The mother was assisted in turning the alarms off. The mother declined to troubleshoot for high blood glucose levels. The mother states they will monitor the customer's levels and insulin pump.